Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date: 01-apr-2023/ serial or lot#: (B)(6) UDI #: unk d9: yes h3: no h4: mfg date: 01-apr-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Revised product event summary: the pump ((B)(6)) was not returned for evaluation. Three (3) controllers ((B)(6)) and six (6) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries, (B)(6) , (B)(6) and (B)(6) revealed that the units passed visual inspection and functional testing. Internal visual inspection of (B)(6) revealed a crack on a standoff post within the controller housing. Based on an investigation, the root cause of the crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00450834 was opened to investigate cracks on the internal threaded posts with controller 2.0. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection of (B)(6) revealed that the cap on serial port was missing and contamination within the both power ports and the serial port; the observed serial port contamination and missing serial port cap events are additional findings not related to the reported event. Internal inspection of (B)(6) , (B)(6) and the batteries did not reveal any anomalies. Supplemental testing on (B)(6) was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use during the reported event date. Log file analysis revealed that the controller in use during the reported event, (B)(6) , contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data file revealed several momentary disconnections involving (B)(6) and (B)(6). Momentary disconnections will result in an audible tone or "beep". Review of the controller log files associated with (B)(6) revealed several increases in power consumption above the normal operating range within the analyzed period; however no high watt alarms were logged within the analyzed period. Log file analysis revealed a controller power up event with an associated pump start event on (B)(6) 2023 at 12:53:23. The data point recorded in the controller's internal logs prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 49% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and a power adapter was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for seventeen (17) seconds. Review of the alarm log file associated with (B)(6) revealed one (1) vad stopped alarm and two (2) vad disconnect alarms were logged on (B)(6) 2023. Analysis of the controller log files associated with (B)(6) revealed another controller power up event logged on (B)(6) 2023 at 19:34:19. The data point recorded in the controller's internal logs prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for nine (9) seconds. A vad stopped alarm was then logged at 19:35:09, indicating that the pump failed to restart after several attempts. This vad stopped alarm was followed by vad disconnect alarms indicating a physical disconnection of the driveline from the controller, and a controller power up event, likely due to troubleshooting during the reported controller exchange attempt. A successful motor start event was then recorded on (B)(6) at 19:40:53. Review of the event log file associated (B)(6) revealed a controller power up event logged at (B)(6) 2023 at 19:50:23, indicating the controller was used during the reported controller exchange attempt. Review of the alarm log file associated with (B)(6) then revealed one (1) vad stopped alarm, one (1) power disconnect alarm, and three (3) vad disconnect alarms were logged on (B)(6) 2023. The first vad disconnect alarm was recorded at 19:50:26, indicating the controller was powered on without the driveline connected prior to the reported controller exchange attempt. The vad stopped alarm involving (B)(6) was recorded at 19:51:13, indicating that the pump failed to restart after several attempts. The power disconnect alarm was recorded at 19:54:33 involving (B)(6) . The event log file recorded a high-power consumption during the attempted motor starts, which required more current from the batteries. (B)(6) was most likely physically disconnected by the patient shortly after, causing the controller to log this event as a power disconnect alarm. This was followed by additional vad disconnect alarms indicating a physical disconnection of the driveline from the controller, likely due to the reported troubleshooting back to the original controller. Of note, the setting of the time on (B)(6) may have impacted the recorded sequence of events; based on the reported event details, it is possible that the failure to restart first occurred on (B)(6) followed by another failure to restart event on (B)(6) which correlates with the reported controller exchange attempt. Review of the alarm log file associated with (B)(6) revealed one (1) vad stopped alarm and one (1) vad disconnect alarm were logged on (B)(6) 2023. Log file analysis associated with (B)(6) also revealed a controller power up event recorded on (B)(6) 2023 at 10:45:24. The data point recorded in the controller's internal logs prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 98% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 66% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). Several momentary disconnections were observed leading up to the loss of power. The controller was without power for thirteen (13) seconds. The vad stopped alarm was then recorded at 10:45:52, indicating that the pump failed to restart after several attempts. This vad stopped alarm was followed by a vad disconnect alarm indicating a physical disconnection of the driveline from the controller, which correlates with the reported controller exchange. Of note, (B)(6) was loaded with a software containing an unapproved pump start algorithm. The reported controller fault alarm event could not be confirmed. The reported failure to restart associated with vad stop events, losses of power, power disconnect alarm, and "beeping" events were confirmed. The associated batteries had been lubricated prior to release. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the observed controller ports contamination and missing serial port cap event can be attributed to the handling of the device. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported "beeping" event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) and associated batteries falls in scope of this CAPA. A possible root cause of the losses of power involving (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the vad disconnect alarms and other controller power up events can be attributed to controller exchanges and troubleshooting of the vad stopped alarms. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was in scope of [subgroup 3]. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm associated with a ¿change controller¿ notification, and the patient exchanged the controller. However, the ventricular assist device (vad) failed to restart after the controller exchange. The patient called 911. The patient then switched the controller back to the original controller, ¿moved the driveline in and out¿, and the vad restarted. It was noted that the controller was on battery power while the patient was at home. Log file review indicated there were unexpected losses of power on both controllers and a battery exhibited a power disconnect alarm. The patient was admitted to the hospital, and during the admission the controller exhibited a controller fault alarm and the vad stopped. A controller with alternate software was available, and the nurse exchanged the controller to the alternate software controller and the vad restarted. It was noted that power was not disconnected when the vad stop occurred. There was intermittent beeping which was believed to indicate the batteries were failing, but there was not any ¿battery toggling¿ seen. It was also noted that the vad was not off for an extens ive period of time, unlike what was indicated in log file review, and the patient never became symptomatic. The vad also exhibited above normal power consumption. The patient was not a candidate for heart transplant or vad exchange, and the surgical team was against any surgical intervention for this patient. The batteries were removed from service and the vad remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0 model #: 1420/ catalog #: 1420 / expiration date: 28-feb-2022 / serial or lot#: (B)(4). UDI #: (B)(4) yes, return date 28-mar-2023. No, device evaluation anticipated, but not yet begun. Mfg date: 03-feb-2021. No. Patient ime code(s): e2403. Imf code(s): f08. Img code(s): g04035. FDA device code(s): a0708. FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16. Heartware ventricular assist system ¿ controller 2.0. Model #: 1420/ catalog #: 1420 / expiration date: 30-apr-2022 / serial or lot#: (B)(4). UDI #: (B)(4). Yes, return date 28-mar-2023. No, device evaluation anticipated, but not yet begun. Mfg date: 08-apr-2021. No patient ime code(s): e2403. Imf code(s): f08. Img code(s): g04035. FDA device code(s): a0708. FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16. Heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650/ expiration date: 30-sep-2023/ serial or lot#: (B)(4) UDI #: (B)(4). Yes, return date 28-mar-2023. No, device evaluation anticipated, but not yet begun. Mfg date: 16-sep-2022. No patient ime code(s): e2403. Imf code(s): f08. Img code(s): g02002 . FDA device code(s): a0705. FDA method code(s): b21. FDA results code(s): c21 h6: FDA conclusion code(s): d16. Heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650/ expiration date: 30-sep-2023/ serial or lot#: (B)(4) UDI #:(B)(4). Yes, return date 28-mar-2023. No, device evaluation anticipated, but not yet begun. Mfg date: 29-sep-2022. No patient ime code(s): e2403. Imf code(s): f08. Img code(s): g02002. FDA device code(s): a0705. FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16. Heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650/ expiration date: 30-sep-2023/ serial or lot#: (B)(4). UDI #: (B)(4). Yes, return date 28-mar-2023. No, device evaluation anticipated, but not yet begun. Mfg date: 29-sep-2022. No. Patient ime code(s): e2403. Imf code(s): f08. Img code(s): g02002. FDA device code(s): a0705. FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction to a1 and a2. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Three additional batteries were returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: serial#: (B)(6), d9: yes return date: 28-mar-2023, h3: yes, h6: FDA method code(s): b01, b15 h6: FDA result code(s): c06, c070603, c19, c15, c04, h6: FDA conclusion code(s): d02, d10, d11, d15, h6: patient img code(s): g04020, g04034, g0403401, serial#: (B)(6), d9: yes, return date: 28-mar-2023 h3: yes h6: FDA method code(s): b01, b15 h6:FDA result code(s): c19 h6: FDA conclusion code(s): d10 serial# (B)(6) d9: yes, return date: 28-mar-2023, h3: yes h6: FDA method code(s): b01, b15 h6:FDA result code(s): c04, h6:FDA conclusion code(s): d02, h6: patient img code(s) g0403401 d1: heartware ventricular assist system ¿ battery, d4: model #: 1650 / catalog #:1650 / expiration date: 31-oct-2023 / serial or lot#: (B)(6). UDI #: (B)(4). D9: yes 03-apr-2023 h3: yes h4: mfg date: 26-oct-2022, h5: no, h6: patient ime code(s): e2403 h6: imf code(s): f08 h6:FDA device code(s): a0705 h6: patient img code(s) g04035 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 h6: patient img code(s): g0403401 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #:1650 / expiration date: 30-sep-2023 / serial or lot#: (B)(6) UDI #: (B)(4) d9: yes 03-apr-2023 h3: yes h4: mfg date: 16-sep-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f08 h6:FDA device code(s): a0705 h6: patient img code(s) g04035 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 h6: patient img code(s): g0403401 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #:1650 / expiration date: 31-oct-2023 / serial or lot#: (B)(6) UDI #: (B)(4) d9: yes 03-apr-2023 h3: yes h4: mfg date: 26-oct-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f08 h6:FDA device code(s): a0705 h6: patient img code(s) g04035 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 h6: patient img code(s): g0403401 serial# (B)(6) d9: yes return date: 28-mar-2023 h3: yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 h6: patient img code(s) g0403401 serial# (B)(6), d9: yes, return date: 28-mar-2023, h3: yes, h6:FDA method code(s): b01, b15 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 h6: patient img code(s) g0403401 product event summary: the ventricular assist device (B)(6) was not returned for evaluation. Two (2) controllers(B)(6) ) and six (6) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries and (B)(6) revealed that the units passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection of (B)(6) revealed that the cap on serial port was missing and contamination within the both power ports and the serial port; the observed serial port contamination and missing serial port cap events are additional findings not related to the reported event. Internal inspection of the returned controllers and batteries did not reveal any anomalies. Supplemental testing on (B)(6) was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use during the reported event date. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data file revealed several momentary disconnections involving (B)(6). Momentary disconnections will result in an audible tone or "beep". Review of the controller log files associated with (B)(6) revealed several increases in power consumption above the normal operating range within the analyzed period; however no high watt alarms were logged within the analyzed period. Log file analysis revealed a controller power up event with an associated pump start event on (B)(6) 2023 at 12:53:23. The data point recorded in the controller's internal logs prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 49% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and a power adapter was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for seventeen (17) seconds. Review of the alarm log file associated with (B)(6) revealed one (1) vad stopped alarm and two (2) vad disconnect alarms were logged on (B)(6) 2023. Analysis of the controller log files associated with (B)(6) revealed another controller power up event logged on (B)(6) 2023 at 19:34:19. The data point recorded in the controller's internal logs prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for nine (9) seconds. A vad stopped alarm was then logged at 19:35:09, indicating that the pump failed to restart after several attempts. This vad stopped alarm was followed by vad disconnect alarms indicating a physical disconnection of the driveline from the controller, and a controller power up event, likely due to troubleshooting during the reported controller exchange attempt. A successful motor start event was then recorded on (B)(6) at 19:40:53. Review of the event log file associated (B)(6) revealed a controller power up event logged at (B)(6) 2023 at 19:50:23, indicating the controller was used during the reported controller exchange attempt. Review of the alarm log file associated with (B)(6) then revealed one (1) vad stopped alarm, one (1) power disconnect alarm, and three (3) vad disconnect alarms were logged on (B)(6) 2023. The first vad disconnect alarm was recorded at 19:50:26, indicating the controller was powered on without the driveline connected prior to the reported controller exchange attempt. The vad stopped alarm involving (B)(6) was recorded at 19:51:13, indicating that the pump failed to restart after several attempts. The power disconnect alarm was recorded at 19:54:33 involving (B)(6) . The event log file recorded a high-power consumption during the attempted motor starts, which required more current from the batteries. (B)(6) was most likely physically disconnected by the patient shortly after, causing the controller to log this event as a power disconnect alarm. This was followed by additional vad disconnect alarms indicating a physical disconnection of the driveline from the controller, likely due to the reported troubleshooting back to the original controller. Of note, the setting of the time on (B)(6) may have impacted the recorded sequence of events; based on the reported event details, it is possible that the failure to restart first occurred on (B)(6) followed by another failure to restart event on (B)(6) which correlates with the reported controller exchange attempt. Review of the alarm log file associated with (B)(6) revealed one (1) vad stopped alarm and one (1) vad disconnect alarm were logged on (B)(6) 2023. Log file analysis associated with (B)(6) also revealed a controller power up event recorded on (B)(6) 2023 at 10:45:24. The data point recorded in the controller's internal logs prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 98% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 66% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). Several momentary disconnections were observed leading up to the loss of power. The controller was without power for thirteen (13) seconds. The vad stopped alarm was then recorded at 10:45:52, indicating that the pump failed to restart after several attempts. This vad stopped alarm was followed by a vad disconnect alarm indicating a physical disconnection of the driveline from the controller, which correlates with the reported controller exchange. Review of the controller log files associated with (B)(6) revealed a controller power up event with an successful pump start event was recorded at 11:03:02, indicating that the controller was put into use following the reported controller exchange. (B)(6) was loaded with a software containing an unapproved pump start algorithm. Log file analysis did not reveal any controller fault alarms within the analyzed period. As a result, the reported controller fault alarm event could not be confirmed. The reported failure to restart associated with vad stop events, losses of power, power disconnect alarm, and "beeping" events were confirmed. The associated batteries had been lubricated prior to release. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. The most likely root cause of the observe controller ports contamination and missing serial port cap event can be attributed to the handling of the device. CAPA pr00574181 is investigating momentary disconnections. A possible root cause of the losses of power involving (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the vad disconnect alarms and other controller power up events can be attributed to controller exchanges and troubleshooting of the vad stopped alarms. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad patient received a heart transplant.